Event description:
It was reported to philips healthcare that the heart start mrx etco2 was broken. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.